Event description:
It was reported that pump displayed malfunction alarm but no unusual events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, reset pump with guidance from technical support, did not experience repeat of malfunction, and was advised to continue using pump and call back if problem recurred, which customer acknowledged and understood.